Event description:
Revision of shoulder components 7 years post-op due to infection.

Manufacturer narrative:
After further review of additional information received the following: patient identifier, event, catalog#, date rec¿d by MFR, PMA/510k, if follow-up, what type and device manufacture date have been updated accordingly. All patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The event of infection is greater than 3 months postop and it is highly unlikely to be related to the surgical procedure or devices. The most likely cause of the reported event is related to the underlying patient condition. This device is used for treatment, not diagnosis corrected data: catalog and serial number.

Event description:
It was reported that 7 years post-op a total shoulder implant, the patient developed an infection and required a revision. A gentamicin spacer was placed. The patient was stable upon leaving the or. No further information was reported. This is one of five products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00060, 1038671-2018-00061, 1038671-2018-00062, and 1038671-2018-00064.